Manufacturer narrative:
Sensor (B)(6) was returned and investigated. There was no physical damage observed and physical damage was on returned adhesive. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (DHR¿s) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the abbott diabetes care (adc) sensor. The sensor prematurely detached and the customer was unable to obtain glucose readings. As a result, the customer experienced a loss of consciousness. The customer was able to self-treat with orange juice and candy and no third-party treatment was reported. There was no report of death or permanent impairment associated with this event.